Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of possible loss of capture (loc) on the right ventricular (rv) lead. Boston scientific technical services (ts) recommended assessment of the rv threshold measurements. No adverse patient effects were reported.